Event description:
Patient in operating room for fractured left patella; 4.0 cannulated screw broke as it was being implanted into patella. Partial screw was explanted by md with tip of screw embedded into patella, unable to remove. FDA safety report ID# (B)(4).